Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.